Event description:
Discordant results for chloride (cl) were obtained on an advia 1800 instrument. The customer had replaced the cl electrode the previous day. They noticed delta check flags on anion gaps. All the samples from the previous night were rerun. Some corrected reports were sent to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant cl results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of discordant cl results was due to the malfunction of the cl electrode. The fse replaced the cl electrode. The instrument is performing within specifications. Further evaluation of the device is not required.